Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with cgm showing 385 mg/dl and a confirmatory fingerstick of 355 mg/dl, after noting an insulin odor and on day three of the current infusion set and tubing; troubleshooting confirmed the pump was not suspended, connections were checked, and a full supply change was advised. Symptoms included hyperglycemia without reported ketone testing, loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical intervention. Outcomes included no hospitalization, no professional medical treatment, and no use of backup therapy. Investigation included guided troubleshooting and education regarding infusion set integrity and replacement, given the reported insulin smell and duration of wear. Investigation of this case revealed a suspected infusion site or tubing integrity issue consistent with leakage or dislodgement, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.